Manufacturer narrative:
The patient sample was submitted for investigation. During the investigation, the customer's ft4 ii and ft3 iii results were reproduced. Upon further investigation of the patient sample, a streptavidin interference was confirmed. This most likely caused the high ft4 ii and ft3 iii results. The reagent used to perform the tests contains streptavidin. This specific interference is addressed in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of high results for 1 patient tested for elecsys ft4 ii assay on a cobas 8000 e 602 module that did not fit her clinical picture. The customer ran a comparison between the e602 module and a siemens instrument. The ft4 results from the siemens method were 50% lower than the results on the e602 module. The lower results correspond better to the patient¿s clinical picture. The specific results from this comparison test were not provided. The customer provided data from a new sample drawn on (B)(6) 2017. Based on the data provided, erroneous results were identified for ft4 ii and elecsys ft3 iii (ft3 iii) from the e602 module compared to the dimension method. This medwatch will cover ft4 ii. Refer to medwatch with (B)(6) for information on the ft3 iii erroneous results. The initial ft4 ii result from the e602 module was 19.4 ng/l. The repeat result from the dimension method was 9.14 ng/l. The initial ft3 iii result from the e602 module was 7.7 ng/l. The repeat result from the dimension method was 2.65 ng/l. There was no allegation that an adverse event occurred. The e602 module serial number is (B)(4).